Event description:
The customer contact reported that during testing at the user facility, the gemstar pump did not deliver a dose when the button on the bolus cord was pressed. It was reported that the bolus cord was connected to a gemstar pump and after the button on the bolus cord was pressed. The gemstar pump did not deliver a dose. There were no reports of any adverse pt events or delays of critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.